Event description:
The report received from the field indicated that during an interventional procedure, the needle of the outback re-entry catheter would not fully retract back into the device while being used on the pt. There was no pt injury reported.

Manufacturer narrative:
Add'l info obtained indicated that the access site for the procedure was the right groin. The device was removed by bringing the sheath all the way down to the outback and pulled it into the sheath which closed/forced the needle into the outback catheter. An angiogram was done and there was no evidence of vessel damage to the access site reported. The device was discarded. No add'l info is available. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.